Event description:
Add'l info rec'd from MFR 11/30/01: guidant received info that this pt with an implantable cardioverter defibrillator (ICD) experienced chest pain and collapsed at home. Pulseless electrical activity was noted by the paramedics. Pt was shocked once and CPR was administered during transport to the hospital. Upon arrival at the emergency room, hospital records indicate that the pt was in an agonal rhythm with no pulse or spontaneous repsirations. No further resuscitation was attempted and the pt was declared dead upon arrival. The implantable cardioverter defibrillator (ICD) has not been returned to guidant for analysis. Printouts from the device interrogation reveal an episode of ventricular fibrillation, followed by one shock and then the onset of a rhythm at 60 bpm, which was determined by the paramedics to be pulseless electrical activity. An autopsy was not done. The returned electrogram tracings and summary printouts indicate the device sensed and treated the episode appropriately and was functioning normally. The physician did not indicate that there were any allegations against device performance. The pt died of natural causes. No other death or injuries were associated with this event. Implant duration time was 18.6 months.

Event description:
C/o chest pain, dyspnea, diaphoresis in 2001 at approximately 2:30 am. Spouse called 911. Full arrest upon arrival at hosp. Pronounced dead on arrival at 2:50 am. ICD interrogation showed asystole followed by one shock then idioventricular rhythm with a rate approx 65 bpm.